Event description:
Patient underwent repair of a shoulder rotator cuff tear. Surgeon was screwing suture anchor in place and implant broke. Approximately half of implant remained in shoulder. Surgeon determined that fixation of implant was okay and removal was unnecessary. Sales representative for the product was made aware, and a qa form was completed.